Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor (B)(6) 2019. It was reported by patient that their healthcare professional (hcp) has retired and they are now having shooting pains down their back of the legs, butt and back. The patient turned the ins off and the pain has seemed to have gone away for the most part. Patient had no falls or trauma. Patient wanted to know if this was possibly due to the device. The patient stated that it was off and they have gone back to taking pills and it was working better than when they were implanted. On (B)(6) 2019 additional information was received from the patient: patient has a follow-up appointment with their doctor to discuss removal, as no MRI can be performed until removed. On (B)(6) 2019 additional information was received from the patient who when asked whether the shooting pain down the back of the legs, butt and back was cased by or related to the device or therapy stated the device was turned off until it could be removed. On (B)(6) 2019 patient reports she saw a back doctor about her pain down the back, buttocks and legs, and they wanted to do an MRI, but could not due to the device, and that hcp (name unknown) did not know whether the cause of the patient¿s pain was due to the device. The patient did not know if the back doctor wanted device removed to be able to get the MRI or because they didn't know whether it caused the pain. Patient¿s back pain had lessened with device off. Patient has upcoming appointment with their implanting hcp on (B)(6) 2019 to discuss explant, and has device turned off until it can be removed. Patient states there were no related falls/accidents. At the time the symptoms started patient weighted about (B)(6), and now weighs (B)(6). No further details were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.